Manufacturer narrative:
The customer discontinued use of the system until service was provided. A bci field service engineer (fse) found the rinse block overflowing. Fse cleared the plugged rinse block drain pathway and verified proper instrument operation. Root cause for blood leak is attributed to a plug in the rinse block drain pathway.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a blood leak on the right side of the h750 coulter lh 750 slidemaker and blood was splattering on the labels being placed on the slide. The operator was wearing ppe and there was no exposure to mucous membranes or open wounds. No death, injury or affect to patient treatment.